Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report: 1627487-2013-21334, reference MFR. Report: 1627487-2013-21335, reference MFR. Report: 1627487-2013-21347. It was reported the pt's stimulation programs were not working. Diagnostics showed multiple invalid impedances (including low impedance contacts). The pt stated he was loading luggage when he felt 'a pop and pull' sensation close to the ipg. X-rays indicated the ipg header was not clear, and the contacts were not lining up in the header. Follow-up identified the physician was considering replacing the ipg and leads. Subsequently, the pt underwent surgical intervention to explant and replace the extensions. The physician believed the invalid impedances were related to the extensions. The existing ipg was re-used. The pt is receiving effective stimulation post-operative.